Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and a foreign material was found inside the packaging. Before using the device, when the product was opened from the bag, there was something that looked like hair inside the bag. They resolved the issue by replacing it with another new vizigo. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 5-jun-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and a foreign material was found inside the packaging. Before using the device, when the product was opened from the bag, there was something that looked like hair inside the bag. They resolved the issue by replacing it with another new vizigo. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The packaging of the device was returned open and upon inspection of the pouch a hair was found attached inside of it. A supplier manufacturing investigation was conducted. Based on the records of the device all expected controls and inspections were in place and performed as intended. There are multiple inspection points and process steps intended to prevent these contaminants from reaching the field. Despite this, due to the pouch being opened a specific cause for the contaminant presence cannot be determined; therefore, this issue is considered as manufacturing attributable. An awareness was performed for all the personnel involved. During packaging of the vizigo sheath, 100% of devices are checked in-line for contaminants as per the manufacturing procedure for pouching. Random sampling is performed by quality at an acceptable quality limit sampling of 1.0, as per the vizigo quality inspection procedure. To ensure the sampling is performed appropriately, device history record (DHR) reviews are conducted for every lot prior to release. One step of the DHR review process is to confirm that sufficient sampling requirements have been met. This occurs both as a system check and as a manual check. In addition, no internal actions were identified for the finished device lot number. The issue reported by the customer was confirmed. The root cause of this issue will be considered as manufacturing attributable. The instructions for use contain (IFU) the following recommendation: inspect all components before use. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).